Manufacturer narrative:
B4: (B)(6) 2021. There was no patient or user harm reported. The alleged malfunction was confirmed and required a replacement of the touchscreen. The service technician replaced the touchscreen and the front bezel to resolve the reported issue of the top left touch screen does not respond. The unit passed required performance verification tests per philips standards and was returned to use.

Manufacturer narrative:
Upon further investigation, the resolution was incorrectly reported. "The service technician replaced the touchscreen and the front bezel to resolve the reported issue of the top left touch screen does not respond. The correct statement should be: the service technician replaced the touchscreen to resolve the reported issue of the top left touch screen does not respond.

Manufacturer narrative:
The touchscreen assembly was returned to failure investigation for analysis. The customer's complaint was verified; the resistance checks failed.

Manufacturer narrative:
Date of report: 08jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device's touchscreen was not responding. There was no patient or user harm reported. The investigation is ongoing.